Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, all available data were inspected. During inspection the clinical observation could be confirmed. Further analysis revealed that the activation of the eri battery status resulted from an unexpected battery behavior. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Event description:
After an implantation period of approx. 56 months, it was observed that the device shows the eri status.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, all available data were inspected. During inspection the clinical observation could be confirmed. Further analysis revealed that the activation of the eri battery status resulted from an unexpected battery behavior. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly. This ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021. After continuous attempts to receive the device back for analysis as soon as possible, and with the help of our colleagues in the UK, we have just been informed that the ICD was indeed explanted and apparently sent to the UK office. However, the trace of the ICD has been lost in the UK after the device left the hospital and the device is not expected to be found and thus not available for analysis. So, no device analysis can be conducted and the root cause for the unexpected battery behavior remains unclear.